Event description:
It is reported by the patient that their insulin pump is giving a motor error and a connection error. The patient's blood glucose level is 63mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 alarm test due to cracked end cap. No a33 alarms noted. The insulin pump has intermittent motor error alarm during rewind due to corroded motor home switch. The insulin pump cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked reservoir tube noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.